Event description:
After successfully deploying the precise stent in the left popliteal artery, via a contralateral approach, the guidewire lumen separated from the catheter upon removal of the sds system. The distal tip remained attached to the separated guidewire lumen. The physician pulled the separated guidewire lumen back to the sheath over the guidewire, and removed the sheath and separated guidewire lumen together to end the procedure. There was no report of patient injury. There was no calcification or tortuosity present in the target vessel. The brand and size of the guidewire used clinically was not available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.